Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: was there any medical or surgical intervention performed (product removed; re-operation; re-closure; drainage)? If so, please specify. Could you tell me if there was a prescription for steroids or antibiotics for the patient's recovery? If yes, please provide medication name, route and dose. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4).

Event description:
It was reported that a patient underwent an episiotomy procedure on (B)(6) 2022 and suture was used. On (B)(6) 2022, it was found that the suture was not absorbed well, and the wound was slightly red and swollen. The surgeon removed the suture and the patient is good now. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/18/2022. H6 component code: g07002 no device problem found. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that it was received one unopened foil packet that pertain to product code w9962. In order to evaluate the condition of the returned samples, the packets were examined for visual defects: appearance, color package, wrinkles in the seal area, continuous seals, seal margins, over-sealing, damage (torn, punctured) and none was observed. The packets were opened, and the swage and attachment area were noted to be as expected. During the visual inspection the sutures were correctly placed on paper folder. Sutures were dispensed without problems and examined along of the strand and no defects, damaged on suture surface could be observed. According to sample condition, no defects were observed, and the reported complaint could not be confirmed. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reach on the cause of the reported event. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.